Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was asleep. The customer's blood glucose was 32 mg/dl, which was treated with food. The customer stated that the insulin pump was normally worn on the hip, and he was unsure whether he had been on top of the device at the time of the event. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.